Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that in (B)(6) 2025 the patient experienced dipping difficulties and the patient experienced a buried bumper. It was reported that the patient returned to the hospital several times and underwent an endoscopic procedure. The tubing was not replaced and there was no other medical interventions/surgical procedures. At the time of report, the dipping was going smoothly.